Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device, one image and two photo's have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a treatment for a lesion in the sfa, the distal tip of the support catheter allegedly detached. It was further reported that after multiple attempts, the health care provider (hcp) retrieved the detached segment with a snare. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one partial seeker was evaluated. Three photos and one image was reviewed. The device was examined under magnification and the distal end was broke with evidence of stretching and ridges. The photo review was able to identify the broken distal end. The image review confirmed a detachment of a short radiopaque catheter segment. Therefore, the investigation is confirmed for tip detachment as the distal end was broke and not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/ or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: while retracting the catheter, if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or catheter separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the catheter, introducer sheath and guidewire (as necessary) as a single unit. (B)(4).

Event description:
It was reported that during a treatment of a highly calcified lesion in the sfa, the distal tip of the support catheter allegedly detached. It was further reported that after multiple attempts, the health care provider (hcp) retrieved the detached segment with a snare. There was no reported patient injury.